Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance and noise. The lead triggered an integrity warning due to the impedance values and increased counts to the sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.